Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 183mg/dl at the time of incident. The customer was assisted with troubleshooting for the display but the customer's call was disconnected. Troubleshooting attempted to call back but they were unable to reach the customer. Troubleshooting was unable to be completed due to the dropped call. The product will not be returned.